Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to customer. The customer declined further assistance from tandem technical support. No additional information was provided.